Manufacturer narrative:
Compatibility of the non-cordis guidewire with the transit microcatheter cannot be confirmed. It is not known if this procedural factor contributed to the reported resistance encountered with the transit microcatheter and the gws. There is not enough information available to determine whether vessel characteristics contributed to the resistance. The product was not returned for evaluation; therefore no conclusion can be made. A device history review was performed and showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan).

Event description:
During a percutaneous coronary intervention, there was the resistance between the microcatheter (mc) and the guidewire during the delivery. Therefore, the mc was withdrawn out of the patient's body along with the guidewire, and another mc (transit, 600-330, lot: unknown) was used to successfully complete the procedure. There was no information regarding the vessel characteristics and the patient. The product was prepared and clinically used as per the IFU. The size of the guidewire is unknown. A constant flush was maintained throughout the procedure. No coils had been advanced through the microcatheter during the procedure. It was reported that there was resistance with the initial guidewire that was used in the procedure. This resistance occurred as the physician attempted to withdraw the guidewire from the mc. The physician was successful removing the guidewire from the patient. When inserting the new guidewire, he felt resistance again and decided to remove the guidewire and the mc simultaneously. There was no reported injury to the patient.